Event description:
Patient reported obtaining a blood glucose result of 730 mg/dl on the suspect device. The device's numeric reading range is 10- 600 mg/dl; values > 600 mg/dl should display as "hi." No adverse event was reported. Technical support requested the return of the suspect product and replacement product was shipped.